Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the surgeon noticed that the lens was scratched during surgery. The lens was explanted and replaced with another lens during the initial procedure. The procedure was completed on the same day without any harm to the patient. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The intraocular lens (iol) was returned for evaluation. Solution is dried on the lens. One haptic is twisted from the gusset area to the distal tip. A large crack is observed in the center of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of an unspecified cartridge. It is unknown if qualified products were used. Lens damage was observed. A crack was observed in the center of the optic which can be interpreted as the reported scratch. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed to obtain further information on this event. Not enough information was provided from the reporter to determine if a qualified combination of associated products were used. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).